Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was watching television when they received as sensor error alert on the cgm. The patient felt thirsty during this time and drank water but they did not feel relief. The patient was taken to the emergency room by her daughter. When the patient arrived at the ER, the doctor took a blood sample and determined that the patient's blood glucose was high, 600 mg/dl. The patient was treated with IV therapy for hyperglycemia. The patient was in the hospital until approximately (B)(6) 2023. At the time of the report, the patient was in a normal state. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.